Event description:
It was reported that the patient is deceased. The patient is reported to have had a pocket infection and during revision procedure, the patient collapsed and died. The physician noted ¿pacemaker malfunction¿ in the death certificate. Additional information related to the device malfunction and cause of death has been requested and not received.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). Concomitant product: resr01 implantable pulse generator (ipg), implanted: (B)(6) 2013.